Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure, indication for use the stent remains in the anatomy; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster coronary stent graft system instructions for use (IFU) specifies the rated burst pressure (rbp)is 16 atm and clearly states not to exceed the rbp. The graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviations contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the proximal left peroneal artery from the use of a non-abbott balloon catheter. The graftmaster stent was implanted at 24 atmosphere (atm). Ballooning was performed post-stent implantation. A significant reduction of extravasation was noted. The patient was followed post procedure and there was no evidence of residual adverse sequela related to the procedure. No additional information was provided.